Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a skin irritation under the back therapy electrodes. The patient reported that the pads were burning his skin and that the skin was peeling and that there was blistering. The patient's doctor prescribed hydrocortisone cream 2.5%, recommended that the patient wear larger garments, and instructed the patient to continue wearing the lifevest. Follow-up indicated that the condition was about the same.